Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshoot this issue with the customer over the phone. The action recommended by tse corresponds with accepted service practices for the device.

Event description:
It was reported that while in use on a patient, the ventilator compressor entered into an inoperable state. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm.